Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, and the user disconnected from the ilet and used multiple daily injections; blood glucose was reported as unaffected. Symptoms included no injury and no adverse physiological effects. Outcomes included device replacement and continued therapy using cgm as instructed. Investigation included review of customer-supplied images and case information. Investigation of this device revealed physical damage to the display consistent with accidental damage to the device enclosure; no functional performance issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.